Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens in 2005. Soon after the surgery, during a post-op visit, the pt was reporting blurry vision. The lens was removed in 2006 without any incision enlargement or sutures. There was no pt injury. A different type lens was implanted and the pt's visual acuity is 20/30. It should be noted that the pt had a radial keratotomy proceudre in the past.